Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: due to character limit in e1 event site name is (B)(6) hospital, h5, h6 component code. The complaint was received through a direct call from the customer to the emergency support program. No harm or injury to the patient was reported. Nurse called from the ICU stating she no longer sees an ap waveform on the cardiosave monitor and would like help troubleshooting. The iab catheter is identified as a non-fo and aspiration and flushing in standby are unsuccessful in regaining the signal due to the inner lumen is no longer patent. Esp team member reviewed ap source options with nurse and others in the room. They chose to interface a radial ap waveform from the bedside monitor to the cardiosave and did so without issue. Nurse is appreciative of the information and assistance given today. She does not wish to participate in returning the iab catheter, or obtaining patient information but does provide the serial number of the catheter.

Event description:
It was reported by the customer via emergency support program line, that the cardiosave intra-aortic balloon (iab) mega 50cc was unable to display an ap waveform on the monitor. The iab catheter was identified as a non-fo and aspiration and flushing in standby are unsuccessful in regaining the signal due to the inner lumen is no longer patent . There were no patient harm or injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).